Manufacturer narrative:
Follow-up #2 date of submission 08/28/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump powered on and the display screen appeared fully illuminated and functional; the complaint was not duplicated. Unrelated to the complaint, a leak test was performed and failed due to a cracked battery compartment. The pump case was removed, and evidence of moisture ingress was observed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/colorspctrm w/moist) issue. The reporter alleged that the display was dim, faded, and/or discolored. It was noted that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/27/2015. Correction to suspect medical device serial #.

Manufacturer narrative:
Follow-up #3 date of submission 09/24/2015-correction to date of this report and date received by manufacturer. The alert date of follow-up #2 is (B)(6) 2015.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.